Manufacturer narrative:
Qc was within lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned all module parts. The fse replaced the stir motor, stir bar and lamp. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for creatinine (cre3) and a result of 0.1mg/dl was obtained. The result was reported out of the lab and questioned by the physician. The original sample was re-tested and repeated result was 1.0mg/dl. A corrected report was sent. It is unknown if patient treatment was initiated or withheld.